Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 69 mg/dl and blood glucose was 169 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor.

Manufacturer narrative:
Analysis inspected one random opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. Cannot performed test as the sensor is beyond its expiration date. Unable to confirm adhesive anomaly to opened or used sensors.